Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 1226t lead implanted: (B)(6) 2000.(B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having pain at the site of the device. The device was explanted from the patient¿s left side and a new device was implanted on the patient¿s right side. No patient complications have been reported as a result of this event.